Manufacturer narrative:
Follow-up #1 and corrected report submitted to update sections. Medical device determined not reportable. Report does not describe any failure of the anspach burr motor. The product failure is in reference to the hd long attachment. Please refer to mfg report # 3005985723-2015-00236 for investigation results.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the anspach loosened and slid out of the end effector handle attached to the rio arm. Troubleshooting activities were performed and it was confirmed that the burr was attached. The depth gauge was reattached and re-registered to continue to proceed with the procedure. The issue occurred again and troubleshooting activities were performed. It was confirmed again that the he burr was attached and passed rio registration and verification. The case was successfully completed and there was no harm to the patient. After the case, it was found that the hd long attachment locking mechanism for the anspach motor was broken.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the anspach loosened and slid out of the end effector handle attached to the rio arm. Troubleshooting activities were performed and it was confirmed that the burr was attached. The depth gauge was reattached and re-registered to continue to proceed with the procedure. The issue occurred again and troubleshooting activities were performed. It was confirmed again that the he burr was attached and passed rio registration and verification. The case was successfully completed and there was no harm to the patient. After the case, it was found that the hd long attachment locking mechanism for the anspach motor was broken.